Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: there were multiple ¿occlusion¿ alarms with high force observed in the black box on the reported failure date of 10/20/2013. The time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with no occlusions duplicated. The force sensor calibration reading is above specifications. The pump was opened, remove force sensor and check resistance and found to be within specifications. The pump booted to the verify screen with dim pink contrast.